Event description:
Customer called on (B)(4) 2012, reporting of a pink bubbly leak inside the unicel dxh 800 coulter cellular analysis system while running qc samples and was unable to locate the source of the leak. Customer stated that the instrument was also experiencing no diff results as a result of the leak. The volume which leaked was about <50 ml and was contained inside the instrument. Customer was wearing personal protective equipment consisting of a lab coat and gloves and no injury or exposure was reported. Patient samples were not affected and there were no change to patient treatment as a result of the event. Field service engineer (fse) was dispatched and found debris in drainage port of diff mixing chamber, causing the chamber to overflow. Fse mentioned that the debris appeared to be black stopper from hemagard sample tubes. Debris was also found between the grooves of the sample probe and the fse proceeded to replace the mixing chamber and a new probe as a precautionary measure. No further evidence of leaking was observed and repairs were verified per established procedures. Root cause of the leak was determined to be rubber stopper debris in the drainage port of the diff mixing chamber.

Manufacturer narrative:
(B)(4).